Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the issue reappears within 24 hours. Caller understood the instructions provided.